Manufacturer narrative:
Summary of investigation: there are six previous confirmed complaints of the same code-batch regarding same issue (needle detachment for too much thermal treatment). We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. However, taking into account that there are 6 previous complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because samples have not been received. However, considering that there are 6 previous complaints of this code-batch for the same issue, the most probable root cause is that too much thermal treatment applied to the thread ends caused the thread to be fragile and break in the attachment area. Final conclusion: considering that there are 6 previous complaints of this code-batch for the same issue, we conclude that the complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the thread detaches from the needle no further information has been provided.